Event description:
It was reported that the patient was scheduled for a revision surgery as the inflatable penile prosthesis pump malfunctioned. The physician believed the pump was the issue but may change the entire system. During the revision surgery, the physician noted an aneurysm to the cylinder and leaking. No further complications.